Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood and saline leaked from 2 bd nexiva¿ dual port closed IV catheter systems once removing the needle. The following information was provided by the initial reporter: "there have been 2 incidents reported today by paramedics when inserting a 20 gauge IV into a patient. They describe leaking of saline and blood from the plastic cannula once the metal needle is removed. It is apparently a fairly significant amount."

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed some damage to the extension tubing. There was some media present on the device. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that blood and saline leaked from 2 bd nexiva¿ dual port closed IV catheter systems once removing the needle. The following information was provided by the initial reporter: "there have been 2 incidents reported today by paramedics when inserting a 20 gauge IV into a patient. They describe leaking of saline and blood from the plastic cannula once the metal needle is removed. It is apparently a fairly significant amount."